Event description:
It was reported the pt was experiencing a shocking sensation. An sjm rep met with the pt and lead diagnostic tests showed invalid impedance on all contacts of the subcutaneous lead. X-rays were taken and showed the lead was fractured. Reprogramming was able to provide good coverage using the pt's epidural lead. Follow-up info identified the pt's lead was explanted on (B)(6) 2012.

Manufacturer narrative:
Results: the complaint was confirmed. As received, the returned lead had a kink with wires broken approx 4cm from the stim end. Continuity testing showed an intermittent open on channel 4 when the lead was stressed; all other channels were open. As there was no breach of the outer tubing of the lead, the damage is consistent with repetitive overstress the lead was subjected to while implanted. The complaint of "over stimulation" was also confirmed. As the broken wires were still proximal inside the tubing, the wires may have established unintended contact causing unwanted stimulation for the pt. This was observed when stressing the lead caused intermittent continuity on channel 4. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.